Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, it was reported that the thermogard xp ivtm s/n (B)(4) stopped during the run mode and displayed a pump failure error message. According to the reporter, following the event a secondary thermogard xp ivtm console was not used and it is unknown what was utilized to continue/complete the patient's therapy. No patient injury was reported as a result of the issue.